Event description:
A malfunction was reported on the customer's pump, displaying malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction did not recur, allowing the customer to continue using the pump.